Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records reviewed by a health care professional noting elevated metal ion levels, corrosion was noted within the head with black debris around the trunnion. The liner was discolored, and the locking ring was non-mobile. Altr, pseudotumor, and heterotopic ossification along the femoral component were noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00-8018-036-02 versys femoral head lot #60960664, item #00-6200-060-22 trilogy acetabular shell lot #60481876, item #00-6310-060-36 trilogy acetabular liner lot #61021859, item #00-6250-065-20 bone screw lot #61092809, item #00-6250-065-20 bone screw lot #61114437. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, approximately nine years post op the patient underwent a revision surgery due to pain and elevated metal ions. During the revision procedure, it was noted adverse local tissue reaction (altr), pseudocapsule, and heterotopic ossification. The head, liner and locking ring were removed and replaced. Additional information was requested; however, no further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00-8018-036-02, femoral head, lot #60960664. Item #00620106000, locking ring, lot #62996711. Item #00-7711-011-00, taper, lot #61098965. Item #00-6200-060-22, shell, lot#60481876. Item #00-6250-065-20, bone screw, lot #61092809. Item #00-6250-065-20, bone screw, lot#61114437. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:...

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, approximately 9 years post op the patient underwent a revision surgery due to pain and elevated metal ions. During the revision procedure, it was noted altr, pseudocapsule, and heterotopic ossification. Additional information was requested however none was available.